Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a battery out limit from the insulin pump. The customer's blood glucose reading was 500+ mg/dl. The customer treated with manual injection. The customer stated that the pump alarmed after battery change. The customer was assisted with clearing the alarm. The insulin pump was not returned for analysis.